Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 80 mg/dl (ss) and 105 mg/dl (hcp) respectively (24% difference). No symptoms were reported. Control solution test result was in range. There was no allegation of harm.